Manufacturer narrative:
As of 03/06/2019 the initial complaint did not indicate that an MDR would be required. However, the consumer stated on 02/12/2019 that treatment was required. Based on the information received, aso opted to file an MDR. Aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
The initial report on 01/21/2019 consumer informed that product caused her a rash. The completed customer information request (cir) was received on 02/12/2019. Consumer stated that she required treatment. Consumer is a (B)(6) and self-treated the area. Consumer informed that the symptoms corrected after she stopped using the product.